Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Duplicate to report 2183959-2018-60463.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.